Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the distal edge of the stent was found to be flared. The procedure was completed with another of the same device. No patient complications were reported.